Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 10-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement meter was received but not the test strips.

Event description:
Consumer reported complaint for dead meter. Wife is calling on behalf of the customer. Customer has had the truemetrix meter for over a year had the battery has never been changed. During the call, the truemetrix meter did not power on using the power button or when a test strip was inserted. Customer's test strips were expired: manufacturer¿s expiration date is 09/19/2017. At the time of the call the customer felt well and did not report any symptoms. Wife reported that in (B)(6) 2020 customer had been hospitalized and the diagnosis had been atrial fibrillation and hypoglycemia. Wife also stated that customer does use another brand meter and could not confirm if customer was using the truemetrix meter at the time. No further information was provided.